Event description:
The unit failed pre-use testing due to an exhalation pressure outside range. During normal operation, an out of specification exhalation pressure could be detrimental to the patient. The service engineer replaced the exhalation motor controller pcb board to address the test failure. Final pre-use testing passed to operating specifications.